Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a pacemaker that exhibited myopotential over-sensing which resulted in pacing inhibition. No intervention was performed. Patient status was not reported.